Manufacturer narrative:
Additional information: d1, d4 and g4 investigation: investigation is reopened due to additional information provided (lot number). 20 devices in lot. No relevant notes on work order for either device or filter. No other complaints on lots. Product is manufactured and inspected according to specifications. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a select inferior vena cava (ivc) filter on 22mar2009. Approximately 15 years and 4 months later, the patient underwent a computerized tomography scan ("CT scan") of the abdomen. The report for that study noted that a strut from the ivc filter was perforating outside the caval wall and had penetrated into the lumen of the aorta. Follow-up CT scans on approximately 2 months and 5 months later, confirmed that there was a strut from the ivc filter penetrating into the aorta. Approximately 2 months later, the latest CT scan was reviewed by a qualified radiologist and for the first time it was noted that in addition to having a strut from the ivc filter perforating the aorta, a second ivc filter strut was perforating l3-l4 disc and contacting superior endplate of l4 vertebra, causing a bony reaction. During this re-read of the latest CT scan, it was also observed that the ivc filter strut that is perforating the l3-l4 disc has fractured and is displaced from the body of the ivc filter. There are in fact multiple struts perforating more than 3 mm outside the wall of the ivc. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Section h3: not returned to manufacturer investigation: the following allegations have been investigated: fracture and perforation. Patient is exposed to a filter leg perforating outside the caval wall and had penetrated into the lumen of the aorta, a second ivc filter leg was perforating l3-l4 disc and contacting superior endplate of l4 vertebra, causing a bony reaction. It was also observed that the ivc filter strut that is perforating the l3-l4 disc has fractured and is displaced from the body of the ivc filter. There are in fact multiple struts perforating more than 3 mm outside the wall of the ivc. Most severe allegation is assessed to be filter leg fracture. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Catalog number and lot number are unknown, however, the alleged celect filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.